Event description:
It was reported that during an unknown procedure, the device would not work on max. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. However, it no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and moisture ingress were found. Due to this condition, it may lead to occur an error code on the generator. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.